Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in hospital for device upgrade of ICD. The rv lead with a history of high, out of range threshold was capped and replaced.